Event description:
It was reported that an intraocular lens (iol) was implanted into the ocular dexter (right eye). The iol was explanted due to complaints of toric uncorrected astigmatism, post-surgery. Blurred vision with ocular imbalance from uncorrected astigmatism. First observed during post-operative examination. Diplopia/poor stereovision. Preop visual acuity: 20/30-1. Post op visual acuity 20/30. 1 month delay in procedure. Additional atr cyl correction needed. Lens exchange for higher power toric required. Diu300 iol was replaced with a diu375 13.0 diopter iol. There were no complications, no suture(s), no injury, and no vitrectomy. Patient outcome post lens exchange is unknown. Diu300 iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Ethnicity and race: unknown/asked but unavailable. Date of event: unknown as information was not provided, the best estimate date provided as soon after initial (B)(6) 2022 surgery. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental will be filed. Health effect - clinical code: 2138 unexpected postop refraction, 2138 diplopia. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.